Event description:
The issue occurred at the beginning of a therapeutic endo brachial ultrasound. The procedure was completed using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: d8 and h6. Corrected fields: b5, e1, e2 and e3. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for inspection, therefore the customer's reportable malfunction could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the distal end of the sheath was broken due to the following mechanism: press the tip of the sheath against the tissues of the trachea, bronchi, esophagus and surrounding organs. The sheath and coil sheath are bent by pushing the scope while pressing the sheath against the tissue. If the needle is pushed out while the sheath and the coil sheath are bent, the tip of the needle is caught in the bent part of the coil sheath and the needle cannot be pushed out. When the needle could not be pushed out, the coil sheath moved by applying additional force to force the needle out. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The event can be detected/prevented by following the instructions for use which state: take the instrument out of the tray by holding the sheath not to make the sheath pop out of the tray. Otherwise, the insertion portion of the instrument might be broken. Also, if the insertion portion pops out of the tray by elasticity, doctors or patients might be injured by the distal end of needle tube, sheath, and stylet. Do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. Turn the up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument. If you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that during a ebus (endo bronchial ultrasound) procedure when introducing the aspiration needle deterioration was observed after the first puncture. The needle was replaced and reportedly the same issue was encountered. The needle was then replaced a second time, and the procedure was completed with no report of patient harm or injury. Related patient identifier: (B)(6) was created to capture the first defective unit.